Event description:
The technician alleged the bed would not go into reverse trendelenberg mode. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.